Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: distal humerus/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an open reduction internal fixation surgery for hyper condylar fracture of distal left humerus with 2 plates and the screw. After the surgery, on (B)(6) it was reported that the was screw broke. The patient was scheduled for revision surgery. It was unknown if the revision surgery completed successfully. No further information is available. Concomitant devices reported: unk - plates: locking: proximal humerus plate(part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) unk - screws: distal humerus. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that unk - screws: trauma the screw was broken at the neck and the broken fragment was also returned. The dimensional inspection was not performed due to post manufacturing damage. The observed condition unk - screws: trauma in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the unk - screws: trauma. While no definitive root cause could be determined, it is probable that the unk - screws: trauma was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Drawing specifications cannot be reviewed since part number is unk. Device history lot DHR cannot be performed since the lot number is unk. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.